Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600mg/dl and diabetic ketoacidosis. Cause of elevated bg level was unknown. Bg was treated with intravenous fluids and saline. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.